Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and did not find any indications of cartridge mechanical issue. Root cause was undetermined.

Event description:
Customer reported a suspected false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use. Customer received a positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use, and also received another positive covid-19 result using a rapid test. Customer did not report when the rapid test was taken.